Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported ECG lead test failed during operational test. There was no report of patient involvement.

Event description:
The customer reported ECG lead test failed during operational test. There was no report of adverse patient impact.